Event description:
It was reported that the surgeon used the accolade no. 5 broach from our loan kit to prepare the femur and performed a trail reduction using the appropriate neck and femoral head trail. He was very happy with the outcome of the trail reduction. On implanting the stem, it didn't seat down as per the broach and also seemed to rotate. The surgeon removed the stem, reused the broach, which seated perfectly, but again the stem stood proud by about 5mm. This adversely affected the joint mechanics.

Manufacturer narrative:
The device was implanted and is not available for eval.